Event description:
The facility reports before the resident was put into the bath water, the water temperature was checked by hand and found to be warm but not too much so. The pt was lowered into the bath to their waist when pt showed that it was not comfortable. The resident was removed from the tub immediately. A nearby caregiver also reacted to this and added cold water to the bath. The pt was again lowered into the bath. The resident was bathed and dressed. At 11.30 hours, the resident went to physiotherapy. Here it was noticed the pt had blisters. The dr came and sent pt to the hosp. The resident was treated at the hosp and brought back to the facility. The resident had suffered first and second degree burns on the lower part of their body from their waist to their toes.